Event description:
Late last year, the patient went to interventional radiology for successful placement, using sonographic and fluoroscopic guidance, of a cook 3 french, single lumen PICC line. It was placed in the basilic vein in the right arm between the axilla and antecubital regions, which avoids hinge joint movement. The catheter tip was located at the cavoatrial junction and measured 18 cm in length. There were no complications. The line functioned well with intravenous fluids running. Propofol was administered through the line the folowing day from 0100 to 0132, when the pump alarmed signaling occlusion. During the early morning of the same day at 0330, the PICC line was treated with tpa. The tpa was administered per policy and was injected without resistance. After tpa administration, the line flushed with normal saline without problem but would not draw. There were no tourniquets or blood pressure cuffs applied to the arm. On routine portable chest x-ray later that morning, a broken PICC catheter overlying the region of right atrium and right ventricle was found.